Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of cause of the iipv was determined to be undetermined. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of over-delivery

Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 3. The patient's ultrafiltration reading was 937ml, indicating the home patient (hp) drained 937ml more than their programmed fill volume of 1300ml. This information gave a total drain volume of 2237mls, which meets iipv criteria. Product surveillance contacted the home patient's (hp) peritoneal dialysis (pd) nurse who stated that the hp was transferred to hemo dialysis. The nurse stated there was no adverse event associated with this event. The nurse stated the hp did not have issues with the cycler while he was on pd therapy.

Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of cause of the iipv was undetermined due to therapy information being overwritten. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of over delivery